Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance was out of range, defined as high. It was noted that the lead impedance warning was triggered. Rv lead remains in use. No patient complications have been reported as a result of this event.